Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple cubie failure and main drawer not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies were failed. A field service engineer arrived and observed no issues or failures at the station. No problems were found during the assessment. The system functioned as intended after the field service engineer investigated the device.